Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The photo sent by the customer was verified and it was possible observe scale marking issue. The probable cause for the occurrence is related to failure at printing system at the marking machine entrance, allowing the defect product flow of the process. The production process was validated according the procedure and to the characteristic reported by this complaint the acceptance criteria. Bd has performed a device history record¿s review (DHR) including a review of all data collected during in process and quality inspections and complaint evaluation, the batch involved in this complaint meet all acceptable quality levels (aqls), and were manufactured and released according to applicable procedures and specifications. The operators will be notified from this complaint. The incident identified from this complaint will be monitored for trend evaluation. A sample was received, and it was possible to observe scale marking issue.

Event description:
It was reported that bd syringe luer slip scaled was blurred. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe luer slip scaled was blurred. No serious injury or medical intervention was reported.